Event description:
A customer reported that the pump battery was depleting too quickly, which led to a pump shutdown. Due to the battery depletion, the customer¿s blood glucose level exceeded a safe range, displaying as "high," though the specific value was unknown. In response, the customer administered a correction injection using manual insulin therapy. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.